Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9242475. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 55-year-old female patient underwent a stent-assisted endovascular embolization procedure targeting a giant aneurysm on the c6 segment of the right internal carotid artery with tortuosity in the cavernous segment and no vascular calcification, the 4mm x 39mm enterprise 2 no tip stent (encr403900 / 9242475) was advanced to the target position, and its release was initiated. It was found that three (3) distal markers were converged and could not be opened or expanded as intended. The physician retracted the stent and re-delivered it to release again, but the distal markers still failed to open completely. The physician retracted the stent and replaced it to complete the procedure using the original microcatheter (unspecified brand). There was no report of any negative patient impact. On 24-dec-2025, additional information was received. The information indicated that the procedure was a stent-assisted coil embolization of a wide-necked unruptured aneurysm in the ophthalmic segment of the right internal carotid artery (ica). The information indicated that the patient¿s cavernous sinus segment was tortuous but no vascular calcification. It was not known if the vessel tortuosity contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There had been no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. The replacement stent was a 4mmx 23mm enterprise 2 stent. The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 39mm enterprise 2 no tip stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached and stuck in the introducer with dried saline and corrosion residues. The positioning coil of the delivery wire was separated from the rest of the delivery wire. An attempt to dislodge the stent was made, but it could not be removed due to the high accumulation of residues. The issue reported in the complaint regarding the converged markers of the stent could not be evaluated due to the returned condition of the device. It should be noted that no impeded condition was reported, and the stent was able to be advanced and retracted during the procedure; therefore, the stuck condition and broken delivery wire could be the result of the handling post-procedure of the device and are not considered related to the issue reported. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9242475. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. Maintain adequate stent length (approximately 5mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.